Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a right knee revision due to instability and damaged insert per surgeon.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no patient medical records were provided for review. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a right knee revision due to instability and damaged insert per surgeon.